Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury to herself"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain and genital haemorrhage had resolved and the injury and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, injury, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury, pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events: psychological injury, pain, bleeding was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 524842-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, hypertension, hypothyroidism, uterine fibroid, dry skin, paratubal cyst, adenomyosis uteri, endocervicitis and abnormal uterine bleeding. Concomitant products included levothyroxine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury to herself"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the injury and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, injury, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury,pain, bleeding lot number: 524842. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 524842 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 524842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, hypertension, hypothyroidism, uterine fibroid, dry skin, paratubal cyst, adenomyosis uteri, endocervicitis and abnormal uterine bleeding. Concomitant products included levothyroxine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury to herself"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the injury and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, injury, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury,pain, bleeding lot number: 524842. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient middle name, medical history, dob, product lot number, concomitant medications, removal date, action taken with drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 524842-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, hypertension, hypothyroidism, uterine fibroid, dry skin, paratubal cyst, adenomyosis uteri, endocervicitis and abnormal uterine bleeding. Concomitant products included levothyroxine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury to herself"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the injury and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, injury, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury,pain, bleeding. Lot number: 524842. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 524842 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.